Event description:
Pt underwent catheter embolization of an arteriovenous malformation. When the interventional radiologist attempted to remove the catheter, it snapped. Attempts to retrieve the retained segment were unsuccessful, so it remained in place in the vertebral artery. The pt needs to have a daily dose of aspirin as a result.